Event description:
It was reported that during a low anterior resection, the device only stapled and did not cut. Another device was used to cut the staple line and complete the procedure. There was no adverse consequence to the pt reported.

Manufacturer narrative:
(B)(4). (B)(4). Info anticipated, but unavailable at this time.